Event description:
It was reported that, "pt said she feels like she has a hard boiled egg right under the knee and it sticks up. It's extremely painful when she tries to push it in. She thinks she might have fluid in her knee. Her knee clicks when she walks and she can't walk further than 10 steps and her knee starts swelling. She has been on anti-inflammatories for 9 months. She wants to know if this is happening because of the surgeon did something wrong or is it the implant. If she stands more than 4 minutes she cannot bend her knee or when she sits for a while she can't stand on it."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.